Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum a+ pump. No specific pump programming was provided. After an unspecified length of time, the customer contact reported an unspecified volume of solution leaked from an unspecified location on the tubing set into the pump. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.